Event description:
On (B)(6) 2012, pt's trainer reported the pt has insulin in the chamber of the infusion device. Trainer stated pt also was diagnosed with dka and ended up being hospitalized. Trainer did not have details of the event. On callback pt reported she dried out the chamber of the infusion device with a tissue. Pt stated there was a little more than condensation in the chamber but did not pour out of the chamber. Pt reported she also noticed some moisture on her pants where the infusion device was clipped. Pt was not sure where the leak was occurring if there was one. Pt stated she noticed the moisture where the infusion device was on her pants and nowhere else. Pt reported an ambulance was called due to an elevated blood glucose level on (B)(6) 2012. Pt stated she was throwing up. Pt reported when the ambulance came, they started an IV of saline and tested her blood glucose level which was in the 500's mg/dl. Pt stated she was then admitted to the hospital where they started an insulin drip. Pt reported she was released from the hospital on (B)(6) 2012 and is not back on the infusion device. Pt stated the hospital instructed her to continue injection therapy. Pt reported there were no error messages on the infusion device, her basal rate was correct and no boluses were skipped. Pt no longer has the alleged insulin cartridge, infusion adapter or infusion set. Pt stated she believes the infusion device was leaking and that it is related to her elevated blood glucose levels. Pt's normal blood glucose level is 110 mg/dl. Pt reported she noticed the leak earlier in the evening when she was at work prior to going to the hospital. No product return was requested.